Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The insulin pump communicated properly with the transmitter and the sensor. The device had received with cracked reservoir tube lip.

Event description:
It was reported that the customer's keypad was not responsive. The customer also stated that she was having sensor issues. The customer stated she could not bolus. The customer's blood glucose was 329 mg/dl. The customer stated that the act button was not working on the main menu but was fine in the bolus wizard. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.